Manufacturer narrative:
Immucor technical support used a remote electronic connection method on (B)(6) 2016 to assess the test well images in question, on the testing instrument. The (B)(6) laboratory tested retention product on (B)(4) 2016, which performed as expected. The immucor laboratory also received blood sample from the customer site and tested it on (B)(4) 2016. The (B)(6) laboratory was able reproduce the customer's observation with this blood sample.

Event description:
On (B)(6) 2016, an immucor employee at a customer site reported an unexpected (B)(6) antibody identification when using capture-r ready-ID when used on a galileo echo, serial number (B)(4).